Event description:
Report received from the USA stating that the device has intermittent operation. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The month and year was known but the exact date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).